Manufacturer narrative:
(B)(4). Insulin pump passed displacement test and self test. However, insulin pump received with unexpected battery power loss and had high sleep and active currents due to moisture damage at electronic assemblies. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump battery had to be charged too often. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.